Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was a foreign matter in tube. This event occurred 1 time. The following information was provided by the initial reporter: this report is about a white fm. The white fm was confirmed inside the blood collection tube.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes; d.9. Returned to manufacturer on: 16oct2023; h.3. Device returned to manufacturer: yes; h.3. Device eval by manufacturer? Yes. H.6. Investigation summary: bd received 19 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was a foreign matter in tube. This event occurred 1time. The following information was provided by the initial reporter: this report is about a white fm. The white fm was confirmed inside the blood collection tube.